Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Upon interrogation, it was revealed that the device was post paced t wave over sensing on the ventricular lead. Programming changes were made. Patient condition was stable.

Event description:
New information received on (B)(6) 2017 states that the patient had additional multiple non-sustained ventricular oversensing (nsvo) episodes for t wave oversensing. The t waves had increased in size compared to previously reported episodes. Programming changes were made. There were no patient consequences and the patient was stable.